Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on (B)(6) 2026, the patient required removal of a ureteral stent following ureteroscopic lithotripsy and stone extraction for kidney stones. Stent 778426 had been in place for 60 days. During preparation for the procedure to remove the ureteral stent, it was discovered that the stent had formed a crust as shown in the photo, making it impossible to remove the stent smoothly. After clinical assessment, it was decided to use surgical intervention to remove the stent. The procedure was completed successfully, and the stent was successfully removed.